Manufacturer narrative:
In response to FDA report number: mw5093489. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swollen lymph nodes, pain and concern with the product.

Event description:
Patient reported right side exchange of textured breast implants due to the patient¿s concern with the product, "pain, and swollen lymph nodes (under armpit)". Patient additionally reported "sinus issues", "going through ten (10) rounds of antibiotics treatments in the past four (4) months" and "experiencing a lot of aches and fatigue"; these events are unrelated to the device. Device remains implanted.

Manufacturer narrative:
Additional, changed and/or corrected data: b.5, d.6b, h.6.

Event description:
Device has been explanted.